Event description:
It was reported that the user inadvertently trapped the teflon infusion set tubing under the adhesive during a supply change, resulting in an incorrectly deployed infusion set and improper connector placement. Customer care assisted with switching to a different infusion set type, replacing the tubing, performing a fill tubing, and completing a steel cannula fill. No reported symptoms. Outcomes included successful resolution through troubleshooting and user education without alerts or alarms. Investigation included technical support guidance and stepwise troubleshooting. Investigation of this case revealed user setup error leading to improper infusion set deployment, resolved by correcting the tubing setup and completing required priming steps. It was concluded, based on previously established findings for similar reports, that the cause was user technique error during infusion set insertion.